Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in august of 2012. The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the functional and electrical test. The device was determined to meet specification requirements per rite testing. External and internal inspection was performed and revealed no problems. The pal analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be a heart attack per the death certificate. One day prior to death, the patient was hospitalized for another indication. The next day, the patient passed away while hospitalized. Pd therapy was ongoing at the time the patient expired. The patient was connected to the hc device and was ¿about 80% done¿ at the time of death. It was unknown if an autopsy was performed. No additional information is available.